Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mom reported via phone call that her daughter experienced high blood glucose level of 519 mg/dl. Customer walked customer through on pairing the transmitter with the pump, used the tester plug and it worked. Customer declined troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.